Event description:
A consumer reported that a diamondclean charger caught fire during charging. Consumer reported property damage. No injuries were reported.

Manufacturer narrative:
The event date is approximate. Device was not returned to confirm that a malfunction occurred. The device model number, serial number and manufacturing number were not provided.